Event description:
During a routine follow-up on 05/14/1999, multiple attempts with two different pr3500 programmers were unsuccessful in interrogating the device. The physician was able to manipulate the device in the pocket and was able to flip the device over but interrogation attempts remained unsuccessful. On 05/17/1999, the patient was again evaluated and two separate programmers were unsuccessful in interrogating the device. The patient was moved to another room and attempts remained unsuccessful. The patient was sent for an x-ray and the device was confirmed to be facing proper direction for interrogation. The decision was made to explant the device.